Event description:
It was reported by a pathologist that the patient passed away. The death was reported to be believed to be related to a possible seizure. It was reported to have happened approximately two days after implantation. Device history records were reviewed for the patient's generator and lead and both passed all functional specifications and quality tests and were sterilized prior to distribution. The suspect product has not been received to date. No further relevant information has been received to date.